Event description:
It was reported the stent failed to completely deploy during a declot of a forearm loop graft. Only 2-3mm of the stent deployed and as the doctor continued to apply force, the catheter fractured and separated from the deployment handle. The delivery system was removed and an 8 x 80 was deployed successfully. The doctor used a 9f sheath for the procedure and a hydrophillic guide wire. The path to the intended site was only 2-3cm, and it was curvy but not calcified and not tight. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were closed. The stent graft had been partially released for 5 mm. The inner catheter protrudes 17 mm from the outer sheath. The outer sheath was torn off and elongated in the area of the catheter reinforcement. There was a kink in the clear segment proximal from the stent graft. The complaint is confirmed. The x-rays provided show a forearm loop with an extravasation in the stent graft outflow area. The access is around a loop in a tight bend. The delivery system access path around the tight bend might have contributed to a kink at the proximal end of the stent graft section and to the described high deployment forces, inability to fully deploy the stent graft and damage to the outer sheath. Based on the info available and the sample evaluation, the exact root cause for the described product failure could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.